Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance and a shaft fracture occurred. The lesion being treated was located in the left anterior descending (lad) artery. The physician deployed two non-bsc stents in the mid lad. Then a 2.50x16mm taxus express2 stent was deployed distally. The physician inflated and deflated the stent delivery balloon and attempted to pull back to inflate the overlapping area of the stents. However, the balloon was stuck and resistance was felt. The shaft broke approx 30 cm from the hub. The physician attempted to snare the shaft, but was unsuccessful. The pt was take to surgery. Add'l info was requested, but not provided.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.